Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At initial activation, channels 1, 6, 7, 8, 9, 10 noted to be high. The user was unable to tolerate much stimulation during mcl measures and reported static and echo with audio processor during live stimulation. The audiologist connected with atss during activation and went through troubleshooting. 2 days post-operative the user reported hearing a static sound for 20 minutes with vertigo. A follow-up appointment is planned.

Event description:
At initial activation, 6 channels were noted to be high. The user was unable to tolerate much stimulation during mcl measures and reported static and echo with audio processor during live stimulation. The audiologist connected with atss during activation and went through troubleshooting. 2 days post-operative the user reported hearing a static sound for 20 minutes with vertigo. The external parts have been checked and are working properly. The results from follow-up appointment on (B)(6) 2024 show normal impedances across the array. The user is able to measure and tolerate mcls on all channels. The user reported sound to be much improved and no static or discomfort noted.

Manufacturer narrative:
Additional information: based on the received information from the field, the reported issues seem to be related to known post-operative side effects of ci implantation. Reportedly with time the reported sensations improved and the recipient will be further monitored by the clinic. The device remains implanted and in use. This is a final report.